Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: were clips deployed malformed? No. Just not fomerd complete were clips deployed scissored? No. Was there any bleeding?no. Were blood products given to patient? No. How long of delay to procedure?7 minutes. How was case completed?yes. Was there any change to procedure or post op patient care?no.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. No functional test could be performed due to the condition of the returned device. The device was disassembled in order to evaluate the internal components and the ratchet pawl was found to be damaged, which suggests that the trigger was forced closed after the instrument locked out. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a cholecystectomy procedure, the clips are deployed damaged when firing the device. Another like device was used to complete the procedure. Surgery was prolonged. There were no adverse consequences for the patient.